Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank was replaced and the high voltage circuits were calibrated. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed several error code messages and thereby failed to fluoroscopy. No report of patient injury.